Event description:
Pump declared an altitude alarm. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer replaced cartridge to resolve the issue, and pump resumed normal operation. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged.